Event description:
It was reported to medtronic neurosurgery that the patient had a strata valve implanted in 2009. The report stated that the patient had a valve implanted three times. Reportedly, the valve helped slightly with the patient¿s headaches. The report stated that there were complications with the line pinching or coming out of the patient¿s abdomen, causing damage and an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.